Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: incident occured on (B)(6) 2023. Dilator separated before insertion into the vein, it was impossible to advance the dilator. There was no consequence for the patient. A 2nd kit opened to solve the issue.

Event description:
It was reported that: incident occured on 31 october 2023. Dilator separated before insertion into the vein, it was impossible to advance the dilator. There was no consequence for the patient. A 2nd kit opened to solve the issue.

Manufacturer narrative:
Qn# (B)(4).